Event description:
As reported: "drill stuck in sleeve"

Manufacturer narrative:
The reported event could not be confirmed since the returned device was found to be fully functional and conforming to specifications. The device inspection revealed the following: for the alleged event only drill sleeve was returned for evaluation. The sleeve appears to be in good condition overall. It only shows signs of normal usage evident by presence of scratches and minor dents. Threads at the distal ends were in good shape. A pre-surgical functional test was performed by assembling a sample drill with the returned sleeve. The drill could be inserted into the sleeve with very little resistance. No blockage was observed within the sleeve. Hence the alleged issue could not be reproduced and hence not confirmed. A review of the device history for the reported lot did not indicate any abnormalities. No indications of manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the investigation and the available information the alleged issue could not be confirmed as the received drill sleeve didn¿t show any signs of deficiency. The associated drill which allegedly got stuck with the sleeve was not returned for evaluation. The cause of the issue is most likely due to user related factors, but an exact root cause cannot be determined. If any further information is provided, the complaint report will be updated.

Event description:
As reported: "drill stuck in sleeve".

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.